Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. In patient transfer systems using ceiling lifts, sling loops are textile attachment points located at the ends of the sling straps. These loops must be securely placed over the hooks of the lift¿s spreader bar. Each hook is equipped with a safety latch, a movable locking element designed to keep the loop in place once attached. Proper attachment of all sling loops is essential to ensure safe lifting and stability of the patient during transfer. Based on the collected information from the customer, the cause of the incident was improper sling attachment prior to initiating the resident transfer. Specifically, one of the sling loops (top left) was not connected to the ceiling lift spreader bar hook. It caused the resident to slip from the sling. According to the notes in the clinical file, the patient care attendants who used the sling to transfer the resident from the bed to the chair were regular employees and were accustomed to using the sling. Sum up, the incorrect sling attachment was due to use error, not mechanical failure. A site inspection confirmed that the ceiling lift was in good working condition. The safety latches ¿ the movable parts located at the ends of the lift spreader bar hooks to which the sling loops are attached ¿ were found to be functional. The arjo lift was used during the resident transfer. The investigation did not reveal any product malfunction that contributed to the patient's death. The complaint was decided to be reportable due to the resident's falling of the sling.

Event description:
One of the sling loops (top left) was not attached to the ceiling lift during the transfer of the resident. As a result, the resident fell to the floor, striking their head on the bed base while only their feet and pelvis remained caught in the sling. The resident sustained: head pain, headaches, nausea, and vomiting, a laceration with bleeding on the left occipito-parietal region, an acute c2 cervical fracture, severe aspiration pneumonia secondary to the head/neck injury and vomiting. The resident died three days after the event due to multifactorial medical complications arising from the c2 fracture and aspiration pneumonia. It was concluded that this was an accidental death.